Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 600 mg/dl and she contacted her doctor, who advised who to give herself insulin. Customer's blood glucose level went down to 559 mg/dl and customer has 132 units left. Customer's current active insulin was 7.2. Customer felt thirst and spoke with the nurse to make sure insulin went int. Pump's setting were reviewed and were programmed correctly. Customer stated that she did not have a tubing clamp. Customer was advised that a clamp would be sent out to her and to call back to continue troubleshooting. On (B)(6) 2014, customer called back and ran the high pressure test on the pump. Customer's blood glucose level was 203 mg/dl. Customer was assisted with performing the high pressure test and pump passed. Customer was advised to change the entire infusion set, reservoir, and insulin. Customer was assisted with resetting the fixed prime. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.